Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include: (B)(4). (B)(6). The microscopic view of the broken surfaces does not show and anomalies of the materials structure, which indicates material conformity. The breakage is possibly indicative of a mechanical overloading situation during usage. It is also possible the drill bit was exposed to extended lateral stress or made contact with other metallic parts. Product and material related conditions were not found. A review of the device history record did not show conditions that could have contributed to the reported event. Placeholder.

Event description:
While intra-operatively performing drilling prior to inserting the implant, small distal tip of the drill broke off and was left in the patient wrist. The broken piece was irretrievable. (B)(4).